Event description:
A caller reported a malfunction on a pump, which they reset on their own before contacting technical support. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support on how to reset the pump, and it was confirmed that the malfunction did not recur after the reset. The customer was informed to continue using the pump and to call back if any malfunction code reappears.